Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: v672426, implanted: on (B)(6) 2011, explanted: on (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that they first noticed the device was not working and "they cut all the wires" years ago. When asked to clarify the statement their device was not working, they replied the battery quit working for their bladder. The issue was caused by normal battery depletion. The battery had run out and the doctor said it could not be put in. When asked to clarify the statement they cut all the wires, they responded the doctor had cut old wires so they could have devices in 'bake'. The cause of the wires being cut was determined and what most likely caused or contributed to the issue was that they were implanted for bladder. When asked if any other steps before explant were taken to try to resolve the issue, they stated they did not have any dates, as this happened a long time ago. They stated the device on their back was not taken out.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v672426, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that their system was no longer working; they cut all the wires. It was not working, and was removed. No information was provided regarding when it was removed.